Event description:
Patient reported right side affected "in the recall" and according to the physician is ruptured. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: device recall, rupture.

Event description:
Patient reported reported "bilateral capsular contracture baker grade IV (diagnosed by palpation)" and no right side rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: rupture: not observed. Anxiety-product-procedure: unable to observe since it is a medical event and is not related to the device.

Event description:
Rupture occurred on an unknown side. Capsulectomy was performed. Device has been explanted.

Manufacturer narrative:
Clarification to d9: device was not returned, the date listed is when the photographs of the explant was received. Photographic analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety-product-procedure: unable to observe since it is a medical event and is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side implant is affected "in the recall" and according to physician ruptured. Later reported "bilateral capsular contracture baker grade IV (diagnosed by palpation)" and no right side rupture. The device has been explanted.